Manufacturer narrative:
Product ID 3889-28, lot# va055k9,; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that during implant, the implanter had trouble finding a nerve, there was no connection on the right side, and they switched to the left side. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.